Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2019. The patient received an urgent low alert (cgm value 40s mg/dl). The patient was unable to test her bg because she did not have bg test strips. She ate five sugar cubes and two teaspoons of sugar over three hours. Her cgm continued to alarm for urgent low and decided to call nurse helpline (insurance). The nurse suggested she go to the emergency department (ed) for evaluation. At the ed, her cgm displayed 77 mg/dl; however, her bg was 255 mg/dl. The patient was discharged from the ed. At the time of contact, the patient was doing okay. Data was provided for investigation. The problem could not be confirmed. The probable cause could not be determined post investigation as the allegation was not found. The reported glucose values fall within the c zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional event or patient information is available.